Event description:
The customer reported the system is displaying a temperature sensor failure. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the temperature sensor. System operates as intended. (B)(4).